Event description:
Review of record triggered by routine review of histopathology reports by qa nurse. Report documented excision of right breast capsule - silicone granulomata. Patient's chief complaint was mass in lateral right breast with tenderness for 2 months. Patient history of bilateral subcutaneous mastectomy with reconstruction. No identifying information able to be visualized on specimendevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, unanticipated adverse reaction - long term. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.